Event description:
It was reported that a leak of unknown origin had been observed. The amount given had been unknown. The length of the infusion had been 46 hours. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.